Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized with a high blood glucose of 588 mg/dl. Customer reported that she did not have sensors or anything to go off of nor did she feel anything in the middle of the night. Customer stated pump kept flashing meter blood glucose. Reviewed account history for similar complaints in recent history and found customer has had a few episodes of hospitalized with high blood glucose. Customer is still in the hospital. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to provide any hospitalization information. Nothing further reported.